Event description:
Needle pull off. Customer stated needle pull off occured when taking the suture out of the packaging. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/1996 requires reporting of incident once medical device family initially reported assuming incident could recur.